Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included bupropion hydrochloride (wellbutrin) and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition:depression & mental anguish"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), anxiety ("psychological or psychiatric problems condition:depression & mental anguish"), dysmenorrhoea ("dysmenorrhea cramping") and dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia/ bleeding b/w periods") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia and fatigue had resolved and the depression, menorrhagia, vaginal haemorrhage, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , back pain, metorhagia (bleeding b/w periods), and fatigue, vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia ,anxiety and depression discrepancy noted in date of removal (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion ( as per pfs). Result: essure placement and occlusion of both fallopian tubes.( as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs&mr: previously added psych injury was replaced with depression and new events:vaginal bleeding, menorrhagia , mental anguish, dysmenorrhea, dyspareunia was added. Reporter, medical history concomitant drug, lot number was added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine sodium (synthroid) and nsaids since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression & mental anguish") and anxiety ("psychological or psychiatric problems condition:depression & mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen area pain"), metrorrhagia ("metrorrhagia/ bleeding b/w periods") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia and fatigue had resolved, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , back pain, metorhagia (bleeding b/w periods), and fatigue, vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia ,anxiety and depression discrepancy noted in date of removal (B)(6) 2019 &(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion ( as per pfs) result: essure placement and occlusion of both fallopian tubes.( as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: plaintiff fact sheet received. Event added per pfs: lower abdomen area pain. Concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine sodium (synthroid) and nsaids since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression & mental anguish") and anxiety ("psychological or psychiatric problems condition:depression & mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen area pain"), metrorrhagia ("metrorrhagia/ bleeding b/w periods") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia and fatigue had resolved, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , back pain, metorhagia (bleeding b/w periods), and fatigue, vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia ,anxiety and depression discrepancy noted in date of removal (B)(6) 2019 & (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion ( as per pfs) result: essure placement and occlusion of both fallopian tubes.( as per mr). Lot number: 706578 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 706578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine sodium (synthroid) and nsaids since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression & mental anguish") and anxiety ("psychological or psychiatric problems condition:depression & mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen area pain"), metrorrhagia ("metrorrhagia/ bleeding b/w periods") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy, salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia, menorrhagia, vaginal haemorrhage and fatigue had resolved, the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , back pain, metorhagia (bleeding b/w periods), and fatigue, vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia ,anxiety and depression discrepancy noted in date of removal (B)(6) 2019 & (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-jun-2011: result: total bilateral occlusion ( as per pfs) result: essure placement and occlusion of both fallopian tubes.( as per mr). Lot number: 706578 manufacturing date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Event outcome updated for menorrhagia & vaginal bleeding to recovered resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia/ bleeding b/w periods"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, metrorrhagia and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain , back pain, metorhagia (bleeding b/w periods), psych injury and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-not specified result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event ¿injury to herself¿ was replaced with new events- pelvic pain, abdominal pain, back pain, metrorrhagia/ bleeding b/w periods, psych injury, fatigue. Essure start date updated. Reporter information updated. Patient demographic information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.